Manufacturer narrative:
Continuation of d10: 419688 lead implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient complained of pain at the cardiac resynchronization therapy defibrillator (crt-d) implant site two weeks post-implant and one week following a lead revision procedure. Local wound exudation and bleeding were observed, and the wound was not healing well. Intolerance to the metal in the device or infection were speculated. The crt-d system was removed with debridement and drainage of the site. The site was noted to have healed well. Bacterial cultures tested negative multiple times. No further patient complications have been reported as a result of this event.